Manufacturer narrative:
Dialyzer reactions are not believed to be a device malfunction, but an idiosyncratic reaction resulting from the genetic pt's make-up, and the blood interaction with the dialyzer membrane and possibly method of sterilization. Based on the info provided, it is unk how the device may have caused or contributed to the event. The post market clinical department is in the process of reviewing pt medical records and treatment data info regarding the reported "allergic reaction" to the dialyzer. The sample was not returned to the MFR nor is the lot number known. A companion sample is not available. Investigation into the lots delivered to the dialysis clinic is on-going. A supplemental medwatch will be submitted upon conclusion of the investigation.

Event description:
A product complaint was received from the dialysis clinic reporting a pt had "an allergic reaction to the dialyzer". Upon follow up with the clinic charge nurse it was learned during the last 45 minutes of the pt's hemodialysis treatment, she complained of feeling itchy. The pt further stated she noticed the feeling much earlier in treatment but it wasn't as bothersome. The pt received an oral antihistamine with minimal effect. The hemodialysis treatment was ended 30 minutes earlier at the pt's request. The pt subsequently complained of hair loss. The pt's dialyzer was changed and she continues on hemodialysis with no further similar complaint. The sample was discarded by the clinic and is therefore, unavailable for MFR investigation.